Event description:
It was reported that an asymptomatic patient presented for a bi-ventricular pacemaker upgrade procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited extra cardiac stimulation and oversensing noise leading to inappropriate mode switch and pacing inhibition upon device interrogation. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.